Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they called emergency medical service and visited the emergency room due to low blood glucose of 115 mg/dl on (B)(6) 2021. The customer been using the insulin pump system within 48 hours of reported low blood glucose event. It was stated that the auto mode was active at the time of incident. Customer stated emergency medical service had to be called because her blood glucose meter did not work last night and died the night before and could not even charge it. The insulin pump will not be returned for analysis.